Manufacturer narrative:
Of the 105 allegations of a malfunction, 68 pumps were returned to animas and investigated. Of the investigated pumps, 55 were found to be malfunctioning due to cracks or scratches in the display screen. During investigation for unrelated allegations, there were 78 additional instances of a damaged display screen. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes malfunction events. A review of the events indicated that the one touch ping model pump experienced a damaged display screen issue. These reports were received from various sources. The patients associated with this allegation ranged from 2-87 years of age and between 29 and 295 pounds. Of the reported patients, 53 were male, 47 were female, and 5 were unknown.

Manufacturer narrative:
Follow up #3 04/21/2017 device evaluation: in q1 2017 there was 1 additional instance of damaged display failures found during investigation of pumps returned under this report. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow-up #1 date of submission 10/25/2016 - device evaluation: in q3 2016 3 pumps were returned and investigated. There were 3 instances of damaged issues found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
In q4 2016 there were 3 additional instances of damage failure found during investigation of pumps returned under this report. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up #4: date of submission 10/30/2017 - device evaluation: in q3 2017, there were 1 instances of damaged failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Device evaluation: in quarter 3 of 2018, there were 1 instances of damaged failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Device evaluation: in quarter 4 of 2018, there was 1 instance of damaged failure found during investigation. This report is processed under the voluntary malfunction summary reporting program

Manufacturer narrative:
Device evaluation: in quarter 1 of 2019, there was 1 instance of damaged display failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.